Event description:
An ophthalmic surgeon reported that the needle came off of the probe during a vitrectomy procedure. The problem was solved after replacing the product with another one. The procedure was able to be completed with no patient harm.

Manufacturer narrative:
Fourteen lot numbers were identified with the complaint. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have contributed to the reported complaint. Four (4) lots were reinspected/reworked. The lots were released according to the manufacturer's acceptance criteria after mitigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable reportable information becomes available. (B)(4).